Event description:
The patient reported no pain relief as well as new pain after their implant procedure. Attempts were made to change the transmitter settings without success. Migration was confirmed and a revision procedure was performed on (B)(6) 2025. As of (B)(6) 2025, the patient believes therapy is helping. However, they are still experiencing procedural pain. No additional information is available at this time.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, not performing an x-ray immediately after the implant procedure to confirm placement, inadequate fixation, and no attempts to reprogram the transmitter have been ruled out as potential causes. However, the patient may have been too active after the implant surgery as they went to hot yoga which may have caused device migration. The migration contributed to the lack of pain relief as well as new pain. Additionally, the patient has had many back issues including several back surgeries, ablations, and needles in their back. The stimulator is used to treat pain. The cause of the new pain and lack of pain relief is due migration. However, the cause of migration is due to excessive twisting or stretching as the patient may have been too active after the implant surgery and went to hot yoga (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.